Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt) via a patient letter. Pt reports that the device had tilted due to weight loss. Pt reports they had to place the device in another location. Pt reports this issue was resolved and that they spoke with their managing physician.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was starting yesterday when trying to charge the ins, the patient (pt) was getting a message that said 4101. During the call, the pt reset the wireless recharger and closed all applications. The pt attempted to recharge the ins and it was showing they were in open loop recovery mode for ins charging. Pt was able to get into a closed loop charging where it showed excellent connection, ins was in the red for charge. Pt wanted to know if this could be because of the ins battery. About a week ago the pt could feel the edges of the ins battery, for it felt like their ins battery was tilted. When they lay down, they could feel the ins, and it was not comfortable. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.